Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were found on it. The introducer was zipped without damage. The support coil, gripper and the embolic coil were inside of introducer. The support coil was inspected and no damages were found. The embolic coil was found stretched. The gripper was found without damage.the od from the delivery tube and ID from the introducer were measured and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'unraveled/stretched' was confirmed. The cause of the kinks on hypotube and also the stretched embolic coil could not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. However the cause is inconclusively and undetermined; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During inspection, the physician found the orbit mini complex fill 2x2 coil stretched by 4mm, and then changed to another coil to complete the procedure. The product was stored per labeling instructions, and no damages were noticed on the outer or inner package. The coil was stretched immediately upon exiting the coil introducer, since there was a little resistance when advancing the coil delivery system. The target site was the anterior communicating aneurysm. No other damages were noticed on the device

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During inspection there was a little resistance when advancing the coil delivery system and immediately upon exiting the coil introducer, it was found that the orbit mini complex fill 2x2 coil stretched by 4mm. The device was exchanged for another coil to complete the procedure. The product was stored per labeling instructions, and no damages were noticed on the outer or inner package. No other damages were noticed on the device. The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 15104100 and coil assy lots 15095155 and 15089799 found no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Without the return of the device for analysis, no conclusion can be made regarding the root cause of the reported event. Based on the device history record review there are no identified manufacturing issues related t the event; therefore, no corrective actions will be taken at this time.